Event description:
Same case as MFR report #: 2134265-2010-02465. It was reported that during a stenting procedure, removal difficulties and a shaft fracture occurred. The re-stenotic lesion was located in the right coronary ostium. The lesion was pre-dilated with another manufacturer's 1.25mm x 15mm balloon catheter. Another manufacturer's 0.014 guide wire and mach1 al 0.75 guide catheter were advanced to the lesion through a previously placed stent followed by advancement of the 20mm x 3.00mm apex balloon catheter for dilatation. The apex balloon was inflated twice to 14atms. Upon attempts to withdraw the 20mm x 3.00mm apex balloon catheter, the balloon catheter became caught and the distal end of the catheter fractured. The fractured balloon catheter remained in the guide catheter, on the guide wire. A second 0.014 guide wire was advanced parallel to the right coronary artery in attempt to remove the mach1 al 0.75 guide catheter and the detached apex balloon catheter; however, the balloon remained in the aorta. Another manufacturer¿s 8fr guide catheter was advanced and used to successfully remove the detached balloon catheter. The lesion was dilated with a 1.25mm x 15mm balloon catheter. Subsequent dilatations were performed with 2.0mm x 15mm, 2.5mm x 15mm and apex 3.0mm x 15mm apex balloon catheters, each inflated twice to 14 atms. A 3.5mm x 16mm promus element stent was implanted with reported 'excellent results'. The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as 'fine.'

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that a complete circumferential tear was present in the balloon 15mm distal to the proximal edge of the proximal transition zone. A break was also present in the inner shaft. The break in the inner was located 19.7cm distal to the port. Both the distal section of the inner break and the balloon tear, including the tip section of the device, were not received for analysis. The break in the shaft is consistent with excessive tensile force having been applied to the shaft. The hypotube section of this device was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-02465. It was reported that during a stenting procedure, removal difficulties and a shaft fracture occurred. The re-stenotic lesion was located in the right coronary ostium. The lesion was pre-dilated with another manufacturer's 1.25mm x 15mm balloon catheter. Another manufacturer's 0.014 guide wire and mach1 al 0.75 guide catheter were advanced to the lesion through a previously placed stent followed by advancement of the 20mm x 3.00mm apex balloon catheter for dilatation. The apex balloon was inflated twice to 14atms. Upon attempts to withdraw the 20mm x 3.00mm apex balloon catheter, the balloon catheter became caught and the distal end of the catheter fractured. The fractured balloon catheter remained in the guide catheter, on the guide wire. A second 0.014 guide wire was advanced parallel to the right coronary artery in attempt to remove the mach1 al 0.75 guide catheter and the detached apex balloon catheter; however, the balloon remained in the aorta. Another manufacturer's 8fr guide catheter was advanced and used to successfully remove the detached balloon catheter. The lesion was dilated with a 1.25mm x 15mm balloon catheter. Subsequent dilatations were performed with 2.0mm x 15mm, 2.5mm x 15mm and apex 3.0mm x 15mm apex balloon catheters, each inflated twice to 14 atms. A 3.5mm x 16mm promus element stent was implanted with reported "excellent results". The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "fine."